Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Reported from (B)(6) reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if the device was used in surgery. It is unk if there was pt/user injury or med intervention. The date of event is unk. If any additional info should become available, this notification will be updated accordingly.